Event description:
The saw blade broke at the base,the piece was in the saw. The blade broke at the base in the machine, probably related to the brand new resident using the equipment without knowning the feel of the saw yet.